Event description:
Pt died while on left ventricular assist device (heartware lvad) support of an intracranial hemorrhage. Pt underwent heartware lvad placement for stage d, class IV ischemic cardiomyopathy on (B)(6) 2016. He had a complicated post operative course that required cessation of his anticoagulation. On (B)(6) 2016 he became unresponsive. Neurology was consulted and head CT demonstrated large intraparenchymal hematomas associated with rightward shift and herniation, brainstem compression. Neurology tested him and found him to be brain dead. He was taken off life support and vad was stopped on (B)(6) 2016 after discussion with his family.